Event description:
Customer reported she experienced high blood glucose on several occasions. On (B)(6) her blood glucose went to 399 mg/dl. On (B)(6) her blood glucose was 394 mg/dl and in less than an hour was 424 mg/dl. Later that day she was able to get it down to 240 mg/dl. On december 9 she had a high of 439 mg/dl. Customer did infusion set changes; she did not have bent cannulas or air bubbles. Customer stated the insulin pump did not alarm. She declined to troubleshoot as she had been running high and the insulin pump was tested at the doctor's office and was functioning. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.